Manufacturer narrative:
Manufacturer year 2005. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) stage 3+ on both eyes (ou) at 1-day post-operative exam. Oral steroids (pred forte) were prescribed and topical steroid dosage was increased to resolve symptoms. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -4.00 x -1.50 x 170, left eye pre-op 20/20 -3.75 x -1.25 x 10. Uncorrected visual acuity (ucva) from (B)(6) 2018: right eye post-op 20/20, left eye post-op 20/20. This report is for the excimer laser. A separate report will be submitted for the femto laser.

Manufacturer narrative:
In the initial report, only the year of the device manufacture date was provided. The manufacturing site has now provided a complete date (10/28/2005) which has now been populated in this follow up report. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.